Manufacturer narrative:
An event regarding alleged "patellar subluxation" involving a triathlon patella was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: a review of the medical records by the consulting clinician indicated "x-ray printouts not previously reviewed include a series dated (B)(6) 2012, which are multiple views of the right knee demonstrating osteoarthritic changes. A series dated (B)(6) 2012 are an ap and lateral of the right knee demonstrating a cemented right total knee with components in nominal position. X-rays dated (B)(6) 2015 are two ap¿s, a lateral and a patellar views showing the femoral and tibial components unchanged with a lateral patellar subluxation apparent on the patellar view...no recent medical records or follow-up examination other that the (B)(6) 2015 x-rays are available for review. His current complaints may relate to patellar subluxation as noted on (B)(6) 2015 and (B)(6) 2015 x-rays. No earlier patellar views are available to determine if the patellar tracking is unchanged from immediate post-operative. This soft tissue balance problem does not relate to factors of component design, manufacturing or materials." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed based on the review of the medical records by the clinician indicating "...x-rays dated (B)(6) 2015 are two ap¿s, a lateral and a patellar views showing the femoral and tibial components unchanged with a lateral patellar subluxation apparent on the patellar view...his current complaints may relate to patellar subluxation as noted on (B)(6) 2015 and (B)(6) 2015 x-rays. No earlier patellar views are available to determine if the patellar tracking is unchanged from immediate post-operative. This soft tissue balance problem does not relate to factors of component design, manufacturing or materials." No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Not returned.

Event description:
This evening the guy who cleans our office area proactively reached out to me and let me know that he has been having some trouble with his stryker knee implant. The patient continues to have limited rom but, since he doesn¿t have health insurance, he hasn¿t been able to get anything done." Update per review of the medical records by the clinician: "x-rays dated (B)(6) 2015 are two ap¿s, a lateral and a patellar views showing the femoral and tibial components unchanged with a lateral patellar subluxation apparent on the patellar view."